Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 321 mg/dl. The customer delivered a bolus, via the pump, to stabilize bg level. Reportedly, the customer's bg level had been elevated earlier in the day, prior to beginning use of the pump that afternoon. The customer is a new pump user and the contact stated that elevated bg level could be due to settings needing adjustment or a site issue; however, this was not confirmed as the contact declined to perform a system check or troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.